Event description:
The customer stated that elevated architect ca 19-9 results of 260.46 and 272.11 u/ml were generated on a patient sample. A result from another laboratory was 4.20 u/ml also using the architect assay. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed falsely elevated architect ca19-9 xr results on a patient sample. Customer complaint data was reviewed and no adverse trends were identified related to discrepant patient results. The lot search review did identify atypical complaint activity related to the issue under review. Patient mean data (collected from abbott link) was reviewed to demonstrate acceptable assay performance of lot 29134m500. The concentration difference by reagent lot from the average patient median ranged from -1.464 to 2.727 u/ml. None of the reagent lots evaluated exceeded the internal requirement for the architect 19-9 xr assay which states a maximum bias of 9.6 u/ml for values <37 u/ml is allowable. The analysis concluded that all reagent lots reviewed read patient results consistently. The architect ca19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.